Event description:
During CT scan of chest, contrast being injected @ 3ml/sec via 20g in antecubital fossa. Injector limits @ 325psi. The patient bent her arm slightly during the injection of 100ml omnipaque 300. The statlock extension tube burst (middle of the tubing). Injection moved to a secondary peripheral IV site infusing 22g, using extension tubing (different type specifically used in imaging services for outpatient cts) and infusion progressed nomally.====================== manufacturer response for extension tune, statlock======================will send special infection control packaging for return to cr bard(B) (4)district manager, (B) (4)bard statlock(B) (4)cell: (B) (4)(B) (4)www.statlock.com